Event description:
Per tech inspection, front riggings have play and swing when locked into place.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
(B)(6) the tbm states that all 10 chairs are having a issue with the front riggings locking into place . Out of box failure.

Manufacturer narrative:
Per tech inspection, front riggings have play and swing when locked into place.